Event description:
It was reported that ???/hour glass/no readings/sensor error occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient experienced a sensor error and became hypoglycemic. The patient is elderly and struggling with increasing cognitive decline. She stated that the cause of the hypoglycemia was "being out in the garden too long" (physical exhaustion). She could not remember the events leading up to her hypoglycemia and stated that her blood glucose (bg) can drop quickly. The patient¿s healthcare provider stated that the patient restricts her fluid intake and is on a diuretic medication which leads to her getting frequent sensor errors. The healthcare personnel (hcp) has since advised the patient to increase her fluid intake. The patient stated that the sensor errors contributed to the hypoglycemic event as she was not testing her bgs with a blood glucose meter but instead was relying on her dexcom alerts. Her no readings alerts were enabled. The patient¿s daughter had tried to call her phone multiple times and, after the patient did not answer, a welfare check was made by paramedics. They found the patient had collapsed and was unresponsive. Her bg was 2 mmol/l and she was taken to the hospital and treated with an IV glucose infusion. She was admitted after midnight on (B)(6) 2021 and was discharged on (B)(6) 2021. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. (B)(6).